Manufacturer narrative:
Qn# (B)(4). Catalog# corrected to cv-12854. The customer returned one 4-lumen catheter for evaluation. The catheter body was cut approximately 28mm from the juncture hub. The severed portion was returned with the sample. Biological material was observed within the proximal extension line. The catheter was visually inspected, and it was noted that the medial 2 extension line was severed 43mm from the luer hub. The observed defect is consistent with that of damage due to contact with sharps. No other defects were observed. The inner and outer diameter of the medial 2 extension line were found to be within specification. The customer did not supply a lot number; however, a potential lot was determined from a sales history review for this customer. A device history record review was performed based on the potential lot with no relevant findings. The IFU provided with the kit warns the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of an extension line leak was confirmed through complaint investigation. The medial 2 extension line was severed 43mm from the luer hub. The edges of the severed extension line were smooth, which indicates contact with sharps. The catheter passed all relevant dimensional inspections. A device history record review was performed based on sales history with no relevant findings to suggest a manufacturing related issue. Unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports a cut in the medium line. The patient received amiodarone in the neck. If is stated that the staff within the department where the incident happened thinks it's more likely a user error than a device issue.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports a cut in the medium line. The patient received amiodarone in the neck. If is stated that the staff within the department where the incident happened thinks it's more likely a user error than a device issue.